Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4. Reference MFR reports #1627487-2015-12689, #1627487-2015-12690, #1627487-2015-12591. Note: it is unknown which lead was eroding and was explanted; therefore all leads are being reported as 'explanted'. It was reported one of the patient's peripheral leads (off label use) has eroded out of the skin. The physician explanted the lead and reportedly saw no signs of infection. Surgical intervention may be taken at a later date to address the issue.